Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. Approx four mos postoperatively, secondary surgical intervention was performed in order to explant the lens. The reason provided for explant was "pseudophakic intolerance." Additional info is being requested from the physician. This MDR is being filed based on lack of info regarding the cause of the event.